Manufacturer narrative:
Add'l info. Catalog #: kcfw-6.0-18/38-45-rb-anl1-hc. (B)(4). The provided photos show the device had separated at approximately its midpoint with little to no evidence of thinning or elongation. At the point of separation, the edges of the liner appear somewhat jagged, but the edges of the outer nylon tubing are relatively smooth and even. The coil had unraveled and separated. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product from supplier, insure correct inside diameter and outside diameter of tubing, and insure material is free from surface detects, bumps, bulges and protruding coils between specific tolerances. In addition, the IFU, cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Design verification has confirmed sheath strength per standards. The condition of the device in the photos is evidence the brittle separation occurred and may have been caused by poor storage conditions. Although 100% of these devices are inspected by quality control for surface integrity, the sheath was reported to have separated in a brittle fashion potentially due to poor storage conditions. We have notified the appropriate internal personnel and continue to monitor complaints for similar events. Prior similar complaints and risk assessment resulted in the issuance of CAPA for this failure mode. The investigation of CAPA led to a revised IFU issued on 04/16/2010. The occurrence rate since the CAPA implementation date has been calculated and with this additional event has concluded there is insufficient risk to require subsequent corrective action at this time. We will continue to monitor complaints for similar events.

Event description:
Access obtained from right side, sheath placed up and over the bifurcation. Csi device placed through sheath. As physician was advancing the csi device the ansel separated at the aortic bifurcation leaving the distal end stoll in the pt. Vascular surgery consult has been requested. On (B)(6) 2013 - provided by the district manager: the pt anatomy was that there was a steep bifurcation that the physician had difficulties passing, and there was a stent at the bifurcation in the left iliac from a prior intervention. The physician was attempting to pull out both the diamondback catheter and the ansel together. This was when the ansel separated. The crown of the csi device was exposed upon removal from the right side which punctured it. The physician then accessed the left side directly (antegrade) and tried to retrieve the distal piece of the sheath with a snare, with no luck. The pt went to surgery and had to have a left leg bypass, and a right femoral artery repair at the puncture site because of the damage from diamondback. There was some blood loss because the pt was on both heparin and angiomax. As of late on (B)(6) 2013, the pt was in recovery, sitting up, and the bypass was doing well.